Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to an extremely high impedance and an increase in defibrillation thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).